Event description:
Boston scientific received information that during the implant procedure, this introducer needle became broken while searching for the cephalic vein. A second attempt was made with another introducer, and the same issue occurred. The introducer was removed and a new introducer was taken form the hospital supply. No adverse pt effects reported. It is unk if the needle was in the pt when the needle broke.